Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-6 evaluation result codes changed to no findings available. Trackwise # (B)(4). H3 other text : device discarded.

Manufacturer narrative:
Trackwise : (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Device scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.